Event description:
The customer reported alerts indicating insufficient insulin in the cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting, and no further actions were taken by technical support.